Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that he was unable to speak, nor move prior to hospitalization. During troubleshooting. It was discovered that programming was not accurate in pump. The inaccurate programming was corrected and the implications were explained to customer.